Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 545 mg/dl. The caller was the customer's mother who stated that the patient had a no delivery after she went swimming. The customer did not go in the pool with the insulin pump. The mother was offered to trouble shoot the pump but the mother stated that they will monitor the issue and call back if the problem persists. The customer was assisted with assisted with trouble shooting and no further information was provided.